Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular fibrillation (vf) storm. Inadequate defibrillation therapy was observed and the arrhythmia was terminated using an external defibrillator. Abbott technical support was contacted and indicated the inadequate therapy was due to device programmed settings. No intervention was performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.